Event description:
The user facility reported using the 110-4bt and the bolt broke and remained in the patient's skull. It is unknown if the patient was injured. At this time, no further information is available. Additional information was received from the reporting facility indicating the broken piece is being returned for evaluation but the remaining piece is still in the patient's skull. The user facility reports while turning the bolt 1.5 to 2 times, the bolt broke leaving a portion of the broken bolt in the patient's skull. This incident occurred in 2002. At this moment there is no immediate reason to call the patient in for surgical removal of the broken bolt.